Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 528 mg/dl. A correction bolus was delivered to address bg. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.